Event description:
Right knee pain is worse than left knee pain [knee pain] . Pain at its worst is 10/10 [condition aggravated]. Case narrative: this case was cross linked with case ID ((B)(4)) same patient. Initial information received on 17-sep-2018 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient (who experienced right knee pain is worse than left knee pain (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included metabolic surgery on (B)(6) 2015, back pain, osteoarthritis, varicose vein, carpal tunnel decompression, foot operation on (B)(6) 2017 with another surgery was on (B)(6) 2017, gastrectomy, hernia repair, hysterectomy and tendon sheath incision. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gastroesophageal reflux disease on (B)(6) 2014, obesity on (B)(6) 2015, rubber sensitivity on (B)(6) 2014, drug hypersensitivity on (B)(6) 2014 with reaction: nausea only, alcoholic on (B)(6) 2017 with occasionally, arthritis on (B)(6) 2015 and knee deformity on (B)(6) 2015. Concomitant medications included biotin; calcium citrate; omega-3 fatty acids; niacin; cyanocobalamin; meloxicam; omeprazole; macrogol 3350 (glycolax); salbutamol sulfate (proair hfa); cyanocobalamin; fluticasone; ranitidine; diclofenac sodium; triamcinolone acetonide; and bupivacaine. On (B)(6) 2017, the patient started taking hylan g-f 20, sodium hyaluronate, at dose of 6 ml, via intra-articular route (with an unknown batch number) for osteoarthritis. On an unknown date, after unknown latency, patient right knee pain was worse than left knee pain. She was interested in having a right knee replacement. Pain at its worst was 10/10 in right knee. Radiographs reveals the degenerative arthritis changes are again observed bilaterally, somewhat more pronounced on the right side than the left. Final diagnosis was right knee pain is worse than left knee pain. Corrective treatment: ibuprofen (advil), triamcinolone acetonide (kenalog) and bupivacaine (marcaine). Outcome: unknown. A product technical complaint was initiated on 18-oct-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 18-oct-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.